Manufacturer narrative:
Per customer, the samples are either bd lithium heparin plasma or serum samples. The specimens were centrifuged at 3,900 rpm for 10 minutes. There were no result flags generated with these results. Qc recovered within range. A system check run in 2009 passed all parameters. There were no event log messages associated with this event. Sample handling was discussed with customer and literature has been provided to customer and a rerun protocol has been implemented by customer to address sample quality before initial run and sample re-processing before reruns. A field service engineer (fse) was dispatched: a) the fse inspected the ultrasonics and made minor voltage adjustment. B) the fse conducted performance testing and all results were within specifications. C) the fse did not identify any hardware issues as root cause. Although pre-analytical sample handling may have contributed to this event, no clear root cause has been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer tested 2 patient samples for troponin (accu tni) and results of 1.19ng/ml and 0.73ng/ml were obtained, respectively. A) the results were reported out of the lab. The specimens were re-tested on a different instrument and results were 0.04ng/ml for each patient. A) corrected reports were sent. Customer did not report any change to patient treatment connected to or attributed to this event.